Manufacturer narrative:
(B)(4). The complaint device was not returned for evaluation. However, the receiver (mt20649-blu / (B)(4)) that was used with the sensor was provided for investigation on 08/25/2015. A follow-up report will be submitted upon completion of device evaluation.

Event description:
Patient contacted dexcom technical support on (B)(6) 2015 to report continuous glucose monitoring (cgm) inaccuracies compared to blood glucose (bg) meter that occurred on (B)(6) 2015. The sensor was inserted on (B)(6) 2015. At the time of contact, no injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). Subsequent to the initial MDR, the returned receiver (part number stk-gl-blu/serial number (B)(4)/lot number 5195449), was visually inspected and the universal serial bus (usb) door is broken. Functional testing was performed and the reported fault could not be reproduced and there was no failure detected. A review of the downloaded receiver log did not find any errors related to the customer complaint. The device was determined to be operating within the required specifications without malfunction. The reported event of inaccuracies was not confirmed. A root cause could not be determined.